Manufacturer narrative:
Additional narrative: it is unknown if there was patient involvement. Event date: unknown. Device is an instrument and is not implanted/explanted. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. Manufacturing location: (B)(4). Manufacturing date: january 20, 2015. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that plastic handle is cracked. It is unknown when it happened. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Product investigation summary: the received impactor is in a very used condition with stress marks at the upper part of the shaft, faded markings, nicks/cracks on the blue handle, and numerous marks from hammer blows on top of the device. The investigation has shown that the plastic shaft is broken and therefore the handle is loose. The review of the production history revealed that this instrument was manufactured in accordance with specifications. No manufacturing related issues that would have contributed to this complaint were found. This lot of (B)(4) pieces was manufactured in january, 2015. Based on the limited provided information, the reason for this breakage cannot be definitively determined. Based on the overall condition of the impactor, it is likely that excessive strokes on the impactor over time caused a fatigue and finally the breakage of the welding seam. The crack at the lower side of the handle also indicates that a hit on the handle could have contributed to the breakage of the weld. In this relation, the proximal femoral nail antirotation (pfna) technique guide states that the blade should be inserted by applying gentle blows with the hammer. No indication for product related issues were found. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update: no known patient or procedural involvement.